Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (¿1000 mg/ml at 75 mg/day¿) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient¿s pump location was moved today due to the placement in the upper buttock being uncomfortable. The pump was relocated to the patient¿s abdomen. The catheter was revised to accommodate the moving of the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.